Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient felt that the leads were not in the right place anymore due to no change in symptoms as patient had been on both sides for therapy, and seen no improvement. Patient also stated was unable to feel any stimulation on left side so the representative changed patient after 1st 24 hours to right side and patient had remained on right side. Patient was asked to change back to left to try it for a longer period of time, patient refused to change back sides. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.